Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar placement procedure on (B)(6), 2023. Fiducial markers were placed, and the procedure was performed with local anesthesia. Procedural ultrasound images indicated that saline was injected into the rectal wall at the rectal hump during hydrodissection. Magnetic resonance imaging (MRI) was performed after the placement procedure and showed an anterior rectal wall permeation with delineation of anterior rectal wall from the apex to base. It was noted that the hydrogel was bulging the prostate capsule at the 5 o' clock position, with a subcapsular presence of the hydrogel. This event delayed the patient's external beam radiation treatment (ebrt). It was reported that the physician was considering repeating the magnetic resonance imaging (MRI) to document intactness and then proceeding with external radiation treatment. The patient is asymptomatic.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.